Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal ligation procedure performed on (B)(6) 2021. During the procedure, the remaining bands could not be deployed after the two bands were successfully deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Medical device code: (B)(4). Investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. It was also observed that the trip wire was not secured in the handle slot when received. The ligator head was returned with five bands attached to it, while four of them were moved from their position and were overlapping. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other problems with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot as mentioned in the IFU. Failure to follow this step could have caused the trip wire to slip through the handle assembly during deployment and cause an inaccurate deployment of bands. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications.